Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver was charged and will boot. The receiver log was reviewed, finding no errors. A global receiver functional test was performed and it passed all relevant testing, finding no failure. An interior visual inspection was performed and passed. The complaint of receiver initialization without a manual restart could not be confirmed as there was no evidence of an initialization screen without manual restart in the investigation window. The root cause could not be determined. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.